Event description:
A hospital in (B)(6) reported that during a procedure to remove hardware from a patient that healed, the surgeon noted that one of the screws had broken at the tip. The screw was removed from the patient.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.